Event description:
It was reported that the 9800 system had a control panel failure error message displayed during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There was a connector making contact with the control panel. The connector was relocated during the service call. The system was tested and found to be working as intended and put back into service.